Event description:
A patient returned to see their physician approximately one year after a procedure with the tenex system. The patient had foot pain in the region of treatment. MRI showed a piece of metal in the area that was removed by a subsequent procedure. It is possible that treatment with the tenex microtip had left a metal fragment in the treatment area.